Event description:
Pt was implanted with lcp proximal femur plate construct approx 6 months ago in (B)(6) 2012 for a subtrochanteric fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The plate broke post-operative at the non-union site below the 3rd proximal hole. Surgeon removed all hardware and pt was revised to a lateral entry femoral nail construct. Procedure was completed with no problems. Pt tested positive for gram negative infection.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Medical record # (B)(4). Patient name: should be (B)(6). Patient weight: should be (B)(6). Device code: should be hrs. Implant date: should be (B)(6) 2012. Explant date: should be (B)(6) 2012.

Event description:
Patient experienced pain and x-rays taken on (B)(6) 2012 showed breakage of plate at the proximal junction, consistent with persistent nonunion from a previous revision surgery on (B)(6) 2012 . Patient underwent revision surgery, irrigation and debridement on (B)(6) 2012. Synthes plate and screws were removed and patient was revised to synthes intramedullary rodding. Right femur was incised to bone graft. Fluid at nonunion site but no evidence of infection. Cultures taken. Did rodding. 15 lateral synthes recon rod was passed through the proximal nonunion site and 2 screws in femoral had and 2 interlocking screws distally. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Implant date reported to be (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record (DHR) found nothing that would cause or contribute to the reported incident. All product released met spec requirements.